Event description:
The customer reported that while the iabp was in use on a patient, the iabp had an iab catheter ruptured and blood leaked in it. No alarm was generated. The therapy was completed and the iab was removed. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: as per our service representative in (B)(4), the claimed incident was not duplicated during the evaluation. In addition no blood evidence was found in the device. The unit was returned to the customer in (B)(6) 2014. (B)(4).